Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the customer attached the endoscope to the robot's arm, the endoscope's image rotated sideways 180 degrees as if looking through a camera from the side. The surgeon could not move the camera up or down from the surgical console. The endoscope was removed, the system was restarted, and the customer called dvstat to examine the endoscope's situation, but there was no solution.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: no defects were observed in the attached picture. The image showed the user had the flush port door open, and a foreign red label attached on the housing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the 30-degree endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) from offsite, to report that the 30-degree endoscope plus' rotation was wrong. Tse informed csr on how to reset the position of the endoscope by removing the endoscope, engaging the clutch button and installing it. Csr later confirmed that the customer had replaced the endoscope and everything was working normally. The procedure was completed as planned with no reported injury.